Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The patient had returned to the doctor's office with the crown. The doctor cleaned out the crown and re-cemented it. To date, the patient is doing fine. The nx3 product was not returned and no catalog number or lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that fifteen (15) patients had experienced the loss of a restoration after placement with the nx3 and optibond xtr products. This is the ninth of fifteen (15) reports.